Manufacturer narrative:
Follow-up information identified from social media on 22-may-2016 from consumer: she stated that the long-term pain increasingly gets worse and worse. It varies from cramping to stabbing. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had chronic pelvic pain and developed an aortic aneurysm. She underwent a hysterectomy to remove the coils approximately 2 and a half years after essure insertion. She stated that this pain is getting worse and worse. Chronic pelvic pain is a listed event in the reference safety information for essure, the other event is unlisted. After essure insertion pelvic pain may occur. Although, she stated that the pain is getting worse and worse even after essure removal, given the nature of the event chronic pelvic pain and in the lack of an alternative explanation, causality with essure cannot be excluded. Event aortic aneurysm was assessed as unrelated to essure given its nature and considering the local effect of essure in the fallopian tubes. Non-serious events were also reported. This case was regarded as incident since a device removal was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. No further information can be obtained since reporter refused contact.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5059646) in united states on (B)(6) 2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013. Consumer informed that she had the devices implanted in an operating room under general anesthesia. Since essure placement, she has had issues including, but not limited to, hair loss, swelling, inflammation, hypothyroidism, fainting, dizziness, migraines, brain fog, unexplained bruising, unexplained fevers, terrible acne, extreme exhaustion, increase in ovarian cysts, chronic pelvic pain, metallic taste to everything she ate, developed an aortic aneurysm, and more. She ended up pulling from work and placed on disability. She used the 26 weeks allowed by state before she had a hysterectomy to remove the coils on (B)(6) 2016. She mentioned that she cannot work nor do anything physically active with her family and, thanks to having to get a full hysterectomy to have them removed, she is now down and out for at least another 6 weeks. As concomitant medication consumer reported percocet and levothyroxin and as otc meds she reported biotin, stool softeners and aleve. The seriousness criteria hospitalization, disability/permanent damage, required intervention and other serious (important medical event) were reported but not specified and/or assigned to one of the events. Follow up 07-mar-2016: consumer refused to provide any follow up and then she disconnected call. Follow-up received on 06-apr-2016: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had chronic pelvic pain and developed an aortic aneurysm. She underwent a hysterectomy to remove the coils approximately 2 and a half years after essure insertion. Chronic pelvic pain is a listed event in the reference safety information for essure, the other event is unlisted. After essure insertion pelvic pain may occur. Given the nature of the event chronic pelvic pain and in the lack of an alternative explanation, causality with essure cannot be excluded. Event aortic aneurysm was assessed as unrelated to essure given its nature and considering the local effect of essure in the fallopian tubes. Non-serious events were also reported. This case was regarded as incident since a device removal was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. No further information can be obtained since reporter refused contact.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5059646) on 15-feb-2016. The most recent information was received on 09-dec-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain, pain'), embedded device ('embedded within the myometrium/embedded within the left and right respective fallopian tube soft tissue') and aortic aneurysm ('aortic aneurysm') in an adult female patient who had essure (batch no. B06097) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, ovarian cyst, multiparous, pregnancy and grand multiparity. On an unknown date, essure confirmation test was performed with normal finding. Previously administered products included for birth control: mirena iud from 2007 to 2012; for an unreported indication: buspirone and ibuprofen. Concurrent conditions included general anesthesia, body mass index normal, bruise, hypothyroidism and aortic aneurysm. Concomitant products included amoxicillin, biotin, cyclobenzaprine, desogestrel;ethinylestradiol (reclipsen), levothyroxine sodium (levothyroxin), morphine sulfate, naproxen sodium (aleve), ondansetron, oxycodone, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) and prednisone. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), aortic aneurysm (seriousness criteria hospitalization and disability), alopecia ("hair loss"), swelling ("swelling"), inflammation ("inflammation"), hypothyroidism ("hypothyroidism"), syncope ("fainting"), dizziness ("dizziness"), migraine ("migraines"), feeling abnormal ("brain fog"), contusion ("unexplained bruising"), pyrexia ("unexplained fevers"), acne ("terrible acne"), fatigue ("extreme exhaustion"), ovarian cyst ("increase in ovarian cysts"), dysgeusia ("metallic taste to everything I ate"), loss of personal independence in daily activities ("can't work / can't do anything physically active"), abdominal pain lower ("cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("nickel jewelry allergy"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, alopecia, migraine, fatigue, vaginal haemorrhage, menorrhagia and nausea had resolved and the embedded device, aortic aneurysm, swelling, inflammation, hypothyroidism, syncope, dizziness, feeling abnormal, contusion, pyrexia, acne, ovarian cyst, dysgeusia, loss of personal independence in daily activities, abdominal pain lower, allergy to metals, headache, dysmenorrhoea, dyspareunia, vaginal discharge and weight fluctuation outcome was unknown. The reporter considered abdominal pain lower, acne, allergy to metals, alopecia, aortic aneurysm, contusion, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, embedded device, fatigue, feeling abnormal, headache, hypothyroidism, inflammation, loss of personal independence in daily activities, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, pyrexia, swelling, syncope, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: current weight 175 lbs. Insertion details: three coils of the essure were visualized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 9-dec-2019: fu6 &fu7 proceed together: pfs received. Updated outcome of event fatigue from recovering / resolving to recovered / resolved. Aka name was added. On 13-dec-2019: fu6 &fu7 proceed together:mr received. Concomitant drugs, reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5059646) on 15-feb-2016. The most recent information was received on 12-jun-2018. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain, pain"), embedded device ("embedded within the myometrium") and aortic aneurysm ("aortic aneurysm") in an adult female patient who had essure (batch no. B06097) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anemia, ovarian cyst and multiparous. Previously administered products included for birth control: mirena iud from 2007 to 2012. Concurrent conditions included general anesthesia, body mass index normal and bruise. Concomitant products included biotin, levothyroxine sodium (levothyroxin), naproxen sodium (aleve tablet) and oxycocet (percocet). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), aortic aneurysm (seriousness criteria hospitalization and disability), alopecia ("hair loss"), swelling ("swelling"), inflammation ("inflammation"), hypothyroidism ("hypothyroidism"), syncope ("fainting"), dizziness ("dizziness"), migraine ("migraines"), feeling abnormal ("brain fog"), contusion ("unexplained bruising"), pyrexia ("unexplained fevers"), acne ("terrible acne"), fatigue ("extreme exhaustion"), ovarian cyst ("increase in ovarian cysts"), dysgeusia ("metallic taste to everything I ate"), loss of personal independence in daily activities ("can't work / can't do anything physically active"), abdominal pain lower ("cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("nickel jewelry allergy"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, alopecia, migraine, vaginal haemorrhage, menorrhagia and nausea had resolved, the embedded device, aortic aneurysm, swelling, inflammation, hypothyroidism, syncope, dizziness, feeling abnormal, contusion, pyrexia, acne, ovarian cyst, dysgeusia, loss of personal independence in daily activities, abdominal pain lower, allergy to metals, headache, dysmenorrhoea, dyspareunia, vaginal discharge and weight fluctuation outcome was unknown and the fatigue was resolving. The reporter considered abdominal pain lower, acne, allergy to metals, alopecia, aortic aneurysm, contusion, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, embedded device, fatigue, feeling abnormal, headache, hypothyroidism, inflammation, loss of personal independence in daily activities, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, pyrexia, swelling, syncope, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: current weight 175 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. On an unknown date, essure confirmation test was performed with normal finding further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 12-jun-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Essure insertion date updated to 02-aug-2013. Lot number (b06097) added. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), nickel jewelry allergy, headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, weight fluctuations and embedded within the myometrium added incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: mw5059646) on 15-feb-2016. The most recent information was received on 28-aug-2018. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain, pain"), embedded device ("embedded within the myometrium") and aortic aneurysm ("aortic aneurysm") in an adult female patient who had essure (batch no: b06097) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anemia, ovarian cyst and multiparous. Previously administered products included for birth control: mirena iud from 2007 to 2012. Concurrent conditions included general anesthesia, body mass index normal and bruise. Concomitant products included biotin, levothyroxine sodium (levothyroxin), naproxen sodium (aleve) and oxycocet (percocet). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), aortic aneurysm (seriousness criteria hospitalization and disability), alopecia ("hair loss"), swelling ("swelling"), inflammation ("inflammation"), hypothyroidism ("hypothyroidism"), syncope ("fainting"), dizziness ("dizziness"), migraine ("migraines"), feeling abnormal ("brain fog"), contusion ("unexplained bruising"), pyrexia ("unexplained fevers"), acne ("terrible acne"), fatigue ("extreme exhaustion"), ovarian cyst ("increase in ovarian cysts"), dysgeusia ("metallic taste to everything I ate"), loss of personal independence in daily activities ("can't work / can't do anything physically active"), abdominal pain lower ("cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("nickel jewelry allergy"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy) and surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, alopecia, migraine, vaginal haemorrhage, menorrhagia and nausea had resolved, the embedded device, aortic aneurysm, swelling, inflammation, hypothyroidism, syncope, dizziness, feeling abnormal, contusion, pyrexia, acne, ovarian cyst, dysgeusia, loss of personal independence in daily activities, abdominal pain lower, allergy to metals, headache, dysmenorrhoea, dyspareunia, vaginal discharge and weight fluctuation outcome was unknown and the fatigue was resolving. The reporter considered abdominal pain lower, acne, allergy to metals, alopecia, aortic aneurysm, contusion, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, embedded device, fatigue, feeling abnormal, headache, hypothyroidism, inflammation, loss of personal independence in daily activities, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, pyrexia, swelling, syncope, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: current weight 175 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. On an unknown date, essure confirmation test was performed with normal finding. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 28-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.